Manufacturer narrative:
Device evaluation: lens was returned dry in a micro centrifuge vial with clear surgical residue on the lens. Visual inspection found the haptic bent and foreign residue on the lens. Claim# (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -13.0/+2.0/089 (sphere/ cylinder/ axis) into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a same length, different model lens due to lens rotation. The problem was resolved.